Manufacturer narrative:
Pump was received with motor error alarm during rewind and motor position encoder error alarm in alarm history due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Unit had cracked case at display window corner, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Nurse reported via phone call that customer received a motor error alarm. Customer's blood glucose was unknown. It was reported that insulin pump was exposed to MRI and received a motor position encoder error alarm. Drive support cap appeared normal. It was advised that insulin pump would need to be replaced. It was reported that customer was in the hospital for non-diabetes related issues.